Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor expressed that he has noticed the hub of the sheath would come unscrewed easily and start to leak. He felt that there was not a tight enough screw mechanism to keep it tight throughout the procedure. The tech also confirmed that it seemed like there was not enough threads on the screw to keep it secure. The patient was stable, and the procedure was successful. There was no blood loss reported. Additional information was received on 02 feb 2023: the procedure was a left heart catheterization with coronary intervention. The physician noted the unscrewed cap and would screw tighter whenever necessary. It would happen throughout the case without him realizing and there would already be leakage happening. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One r2p sheath was returned for product evaluation. The sample was subject to visual analysis. The sheath is screwed into the sheath hub and is locked into place. No damage was noted on the sheath, sheath hub, or valve assembly. The sample was subject to functional testing. The sheath was unscrewed and screwed into the hub multiple times. The sheath screws into the hub and locks into place. The sheath and hub are slightly looser than other assemblies. The complaint can be confirmed for sheath hub assembly difficulty. The exact root cause cannot be determined. Supplier quality and manufacturing were notified. A suppliar corrective action report (sacr) was initiated. The device history record (DHR) could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the device failure mode and effects analysis (dfmea).